Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during removal of the distal radius plate the screwdriver head was broken and stripped so we are able to remove the screwdriver. The screwdriver head appeared to be stripped as the surgeon was attempting to remove an unknown screw. There was a spare t8 shaft in the set that was used for successful removal. It is unknown if fragments were generated. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. Concomitant devices reported. Unknown distal radius plate (part# unknown, lot# unknown, quantity 1), unk: screws: distal radius (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is for one (1) sddrive screwdriver t8. This is report 1 of 1 for (B)(4).